Event description:
Pt received two minor first degree burns under two of four ECG electrode pads while being monitored with non-invasive vital signs monitor system, during MRI procedure, ECG electrode MFR notified of event.